Event description:
On (B)(6) 2011, the lay-user/reporter contacted lifescan (lfs) (B)(4) alleging that the onetouch ultra2 meter does not power on. This complaint is classified according to the documentation of the customer care advocate. The reporter claimed that the power issue began two weeks prior to contacting lifescan. Subsequently, the reporter claimed the patient went hypoglycemic and had to seek treatment at the hospital. No other information could be provided as the reporter refused to provide any additional information about the incident. Furthermore, the reporter stated he refuses to accept any calls from lfs about the incident. During troubleshooting, the customer care advocate verified that the subject meter powers on with the buttons. However, the subject meter will not power on with the insertion of the test strip. The issue was not resolved with training. This complaint is being reported because the patient allegedly experienced hypoglycemia and may have received medical intervention after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 1 (09/19/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter's ok button was found to be sticky. A DHR (device history record) was also completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k #k053529.